Manufacturer narrative:
The incident device anticipated to return follow up will be provided within 30 days or upon completion of investigation.

Event description:
Laparoscopic cystectomy - "surgeon was trying to remove the inzii bag through the incision whilst using a scissor to enlarge the facia. Scrub nurse has verified that the registra was performing the procedure he had definitely cut the bag whilst trying to remove the specimen through the incision." "The surgeon was worried about whether he had left any pieces of the inzii bag inside the patient which may cause infection. This added time."